Manufacturer narrative:
On 10/04/2016 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - complaint confirmed. Unit received has a bent handle on the post clamp subassembly allowing the clamp to rotate on the post when in the locked position. This unit is also mis etched as a (B)(4) when it is actually a 11502r sterile field post. No previous repair codes. Device history evaluation - device history record reviewed for these product ids under lot codes 154 respectively show no abnormalities related to reported incident found. These device passed all required inspection points with no associated mrr¿s, variances or rework. No previous service history is on file. Conclusion: the end users reason for return was verified the most probable cause could be use error.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the unit slips and will not hold tension. On (B)(6) 2016 customer reports no harm done, no damage, no further information available.